Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.